Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott balloon. During the procedure, ds was inserted in the cusp-overlap position and was chosen based on the depth of zero relative to the pigtail catheter. At 80 percent, the valve was observed with an incomplete stent opening (iso) on the non-coronary cusp (ncc) therefore it was recaptured fully. On the second attempt at 80 percent, the valve was placed at a depth of 3-4mm, inferior portion of the valve expanded fully therefore it was decided to change the projection and switch to left anterior oblique (lao) to ensure correct depth in the left-coronary cusp (lcc). The valve was able to be implanted successfully at a depth of 3-4mm. It was confirmed that the ds was centered in the aorta and that there was no additional tension, subsequently tension was relieved on the non-abbott guidewire. At that moment of disconnection, the valve had migration towards the aorta to 0mm on the ncc. Echocardiogram (echo) revealed that no regurgitation however, approximately within 1 to 2 minutes later, the valve continued to migrate to the aorta. The valve was observed at a depth of approximately 5mm on the ncc and lcc. The patient was hemodynamically stable, but due to the continued valve elevation, there was a risk of coronary artery obstruction. Due to this risk, it was attempted several times to reposition the valve and during this time, the patient began to feel worse and was unable to maintain blood pressure. Eventually it was managed to hook it with a non-abbott guidewire which was pulled through the valve cell then the patient's hemodynamic parameters immediately returned to normal. No additional valve implant was performed. The implanter believes the cause of migration as there was no control of valve depth on ncc right anterior oblique (rao). The patient was in a stable condition.